Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: during the site visit (B)(6) 2026, the following feedback was received along with our observations. Information applicable to pr for 500ml of oxytocin had infused in 1 hour and 40 minutes instead of the ordered rate of 100ml/hr oxytocin was programmed as a primary infusion through epic interoperability and had a dual nurse check with initial programming it was unclear if at the start of the infusion, if the drops in the drip chamber were checked to correlate with the programmed 125ml/hr it was also unclear if during the oxytocin infusion if the drops in the drip chamber were checked to correlate with the 125ml/hr clinical leadership felt a nurse would see if there was any indication of free flow in the drip chamber one nurse stated she would check the drip chamber drops with an IV piggyback setup more so than for a primary infusion the IV set from this event was not sequestered, but the set would have been model #2426-0007 two clinicians came into the room where the event discussion was taking place, both perfectly demonstrated top-down IV set loading one of the rns stated she would only use the roller clamp when priming the set and she was unaware of the ¿close clamp before opening door¿ indication on the front of all alaris pump modules and it did not appear as if she knew to always close the roller clamp before opening a pump module door it was communicated that the infusion alarmed air in line, due to the IV bag running dry, however the volume infused was listed as 166.66mls for this oxytocin infusion.